Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the ¿top of the dialyzer on the outside¿ of an unspecified quantity of revaclear 300 sets during hemodialysis therapy. The volume of blood lost was not reported for any of the events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.